Event description:
Patient reported obtaining a fasting blood glucose result of 117 mg/dl, while using the suspect device. Patient stated that, 20 minutes later, his blood glucose (venous sample) was tested by a reference lab with a result of 291 mg/dl. No treatment was received. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.